Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained unspecified lower values while wearing the adc freestyle libre 2 sensor. On (B)(6) 2020, the customer self-treated with grape sugar based on the unspecified low glucose scan and began to experience dizziness. Hcp contact was made and the customer was treated with IV fluid for a blood glucose of 300 mg/dl obtained on the hcp meter. The customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.